Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV tubbing snapped at connection site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on the provided model number because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20dp ckv 2ss 0.2mf low sorbing had a component separation issue. The following information was provided by the initial reporter: "bedside nurse removed the line from the IV channel to "flick" the air bubbles and the IV tubing snapped at connection site."